Manufacturer narrative:
Pump received with broken reservoir tube lip noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
Customer reported via phone call the insulin pump was damaged. Customer blood glucose level was unknown at the time of 124 mg/dl at the time of incident. Customer also stated that the seal ring of the reservoir was cracked. The device will be returned for analysis.